Event description:
This report is to advise of a fracture found in the catheter tip after analysis. During the procedure, when the viewflex catheter was inserted, it was noted that on fluoroscopy the tip of the catheter was bent at a 45-degree angle. The catheter was removed and replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured, resulting in the observed bend. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.